Event description:
A cartridge change error was reported with the pump, which was under warranty. The error did not cause the customer's blood glucose level to exceed 500 mg/dl. Despite attempts to resolve the issue by inspecting the cartridge and pneumatic tap area, the error persisted after trying a second new cartridge. Technical support decided to replace the pump, and the customer chose to use multiple daily injections as backup insulin therapy. The customer was instructed to return the faulty pump within 10 days, and they understood how to put the pump into storage mode before returning it.